Event description:
It was reported that when filling up medical fluid into the product in the pre-use check, the customer found leakage from it. No patient injury was reported.

Manufacturer narrative:
Device evaluation is pending.

Manufacturer narrative:
Other, other text: the device was returned to smiths/ICU medical. The sample don?t present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. That could cause the failure mode reported. Functional testing was performed. The sample leaked near of the neck ay bag. The complaint was confirmed. The root cause was determined to be that the unit testing method was not followed as required. To improve the flow and execution of manufacturing activities, procedure pm-1011 cassette leak testing, install ffp clip and luer capping? Was revised and implemented in september 2021.(updated h6)a DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-05518. The report was submitted in error.